Manufacturer narrative:
The approximate age of the device is 5 years and 2 months. A specific cause for the reported driveline infection could not be determined through the manufacturer's investigation. Moreover, the report of cosmetic damage to the outer silicone sleeve of the patient's driveline could not be confirmed through the manufacturer's investigation because the product is not available for analysis and no photos of the driveline were submitted for review. The heartmate ii lvas IFU lists infection (including driveline infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had extensive rescue tape on the driveline and drainage due to infection at the exit site. Log files were sent to see if the driveline was compromised. Technical services reviewed the log files and confirmed that there was no evidence of a short to shield or phase to phase short condition. It was then reported that the patient received IV daptomycin, IV ceftriaxone, and levofloxacin for the exit site infection. Wound cultures were positive for e. Coli. The patient's healthcare providers plan to continue with antibiotics and monitor closely. The patient is not a transplant or exchange candidate.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.